Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, the device failed to cross the lesion and during inflation, the balloon burst. The device was removed and there were no balloon pieces remained in the patient. The procedure was completed with another of same device. There were no patient complications reported and patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. There was a 4mm longitudinal shaft tear 23mm proximal to the bicomponent weld. Product analysis confirmed the reported event, as the device was found to have a longitudinal shaft tear. The reported difficulty crossing the lesion could not be confirmed as the clinical circumstances cannot be replicated.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, the device failed to cross the lesion and during inflation, the balloon burst. The device was removed and there were no balloon pieces remained in the patient. The procedure was completed with another of same device. There were no patient complications reported and patient was in good condition.